Event description:
A ventilator was returned to a factory authorized service center, for service for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the factory authorized service center, a component failure was discovered. The device's valve was replaced to address the issue. Additionally, the device's power cord is missing and needs to be replaced.